Event description:
It was reported that the device had a patient alert and a power on reset (por) occurred. The device reached elective replacement indicator (eri). The device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was not returned but diagnostic information is consistent with reported event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) diagnostic information is consistent with reported event. Evaluation summary: (B)(4) the device was returned, analyzed and random access memory (ram) chip had a memory error. It was noted that analysis of the device revealed normal battery depletion. It was visually noted that the write to locked ram power on reset occurred (B)(6) 2011.